Event description:
The initial reporter received a questionable tp2 total protein gen.2 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The technician questioned the result after reporting it, which prompted the rerun of the patient sample. The initial result was 3.2 g/dl. The repeat result was 6.4 g/dl. The repeat result was deemed correct.  The reagent lot number is 65383601. The expiration date is 31-oct-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. Only the qc level 1 recovery was provided. The qc level 1 was acceptable. The customer provided verbally that their qc recovery was acceptable before and after the event. The alarm trace contained "abnormal aspiration (sample pipetter s1)" and "sample foam detection" errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the analyzer and could not find any cause for the reported issue, but noted that there was dried serum in one of the sample probes. He then cleaned the inside of this probe. He also checked the horizontal adjustments and the probe rinse. The customer performed qc and precision tests with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.